Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-09. Investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on both samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle, the device experienced the cannula breaking off (patient or non patient end) or pulls out. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about broken needles npe. Stating that the needle npe was broken, the patient brought two products to the pharmacy.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle, the device experienced the cannula breaking off (patient or non patient end) or pulls out. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about broken needles npe. Stating that the needle npe was broken, the patient brought two products to the pharmacy.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle, the device experienced the cannula breaking off (patient or non patient end) or pulls out. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about broken needles npe. Stating that the needle npe was broken, the patient brought two products to the pharmacy.